Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from 200-300's (mg/dl) and correction boluses were delivered to address the bg level. Reportedly, for the past occlusions the customer was able to resume insulin delivery after all supplies were changed.